Event description:
The forearm crutch reportedly broke at an extension adjustment hole while in use. The crutch broke /bent and "collapsed" causing the consumer to fall. He reportedly hit his head during the fall. He would not provide any additional info regarding the fall. He reportedly hit his head during the fall. He would not provide any additional info regarding the fall or any alleged injury. The report source did not know if the consumer was seen by a physician due to the fall. The crutch was bent but not broken at the way through when seen by the report source. No additional info was available.

Manufacturer narrative:
Evaluation of the returned crutch found the outer tube was split in half at the third extension hole from the top. The hardness and thickness of both halves of the extension tube measured within product specification. The tube shows fatigue stress which caused it to bend inward. The split started from the third extension punch hole; the first and second punch holes are also deformed. The (inner) extension tube is intact and straight without any deformation. Scratches were noted on the upper tube below the arm cuff and along the extension tube indicating some type of external force was exerted on the crutch.